Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. The device history record of the product 332608 batch number 74l1601619 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. All materials used during the assembly met current specifications. The device history review shows that the product was assembled and inspected according to specifications. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the scope broke during insertion. There was no patient injury.